Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision surgery with implantation of a 270cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a hematoma with bruising around the right breast prosthesis. As a result, the patient underwent removal of the right prosthesis without replacement on (B)(6) 2021. The patients symptoms has since improved.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor initially reported the medical device's lot number and serial number as (B)(6) respectively. On december 22, 2021, mentor received a single device for evaluation, originally believed to be the concomitant device which was the same type and size as the reported device. Mentor made several attempts to clarify whether or not the retuned device was reported incorrectly. It was confirmed that the affected side was the right breast implant, however, no lot or serial number was provided for the device. As the explantation was unilateral and mentor received a single device that is associated with the patient and the complaint, the returned device is now recognized as the complaint device. As such, the lot number and serial number were updated accordingly as (B)(6), respectively. A manufacturing record evaluation (mre) was performed on the new lot information, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). D4 lot: 9611062. D4 serial: (B)(6). D4: expiration date: 8/5/2026. H4 device manufacture date: 7/28/2021.

Manufacturer narrative:
An evaluation was completed on january 20, 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned breast implant device. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).